Manufacturer narrative:
Continued: h.6. F2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma and lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma and lymphadenopathy.

Event description:
Healthcare professional reported rupture. Healthcare professional later reported granuloma and lymphadenopathy. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ cyst-ndr: not applicable as the event is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ lump/nodule-ndr: not applicable as the event is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10. Additional, changed, and/or corrected data: b3, b5, h6.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound. Later, healthcare professional reported ¿siliconomas in left internal mammary chain of up to 6 millimetres.¿ healthcare professional also reported the following events, which are not device-related: ¿simple sub centric disperse cysts¿, ¿solid nodules, hypoechoic, oval and well limited with benign echography characteristics fibroadenoma type, in lower external quadrant of left breast of 6 mm¿. The device has been explanted and replaced with non-allergan device.